Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased baseline spasticity. An MRI was questionable for an im (inflammatory mass). A spiral CT was planned to rule out an im. Additional info has been requested, a follow-up report will be sent if additional info becomes available.